Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level ranged between 69-70 mg/dl. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.